Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) reported being unable to read this cardiac resynchronization therapy pacemaker (crt-p) device data on the programmer. The hcp called technical services (ts) for troubleshooting assistance. Ts verified the correct programmer was in use and walked the hcp through troubleshooting and rebooting efforts. The troubleshooting efforts were unsuccessful due to programmer was unable to interrogate the device. Ts advised the hcp to contact the local field representative for further troubleshooting assistance. At this time, no adverse patient effects were reported. This crt-p and programmer remain in service.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) reported being unable to read this cardiac resynchronization therapy pacemaker (crt-p) device data on the programmer. The hcp called technical services (ts) for troubleshooting assistance. Ts verified the correct programmer was in use and walked the hcp through troubleshooting and rebooting efforts. The troubleshooting efforts were unsuccessful due to programmer was unable to interrogate the device. Ts advised the hcp to contact the local field representative for further troubleshooting assistance. At this time, no adverse patient effects were reported. This crt-p and programmer remain in service. Additional information was received that indicated that at a follow up visit, the patient and device were checked by the clinician. The device was found to be functioning as expected. No adverse patient effects were reported. This crt-p system and programmer remain in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.